Event description:
It was reported that the bd vacutainer® multiple sample luer adapter experienced a sleeve that fell off the following information was provided by the initial reporter: the customer reported that the sleeve of the luer adapter fell off.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.